Event description:
Boston scientific received information that an unknown implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high, out of range shock impedance measurements. The boston scientific field representative (fr) reported that a clinic had inquired how to turn off beep tones. The fr did not have any further information regarding the event. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.